Event description:
It was reported that during a laparoscopic colectomy procedure, the jaw could not be opened with the release button after the device was inserted through the trocar. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.